Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported damage to teeth caused from using byte. Patient stated the bite has changed and causing discomfort to the jaw/tmj which sometimes feels locked. The teeth are sensitive and gums are receding.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.